Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant protheses (left: 360cc, right: 385cc) and experienced postoperative bilateral breast pain, and left-sided rupture and late onset seroma. MRI and mammogram performed on (B)(6) 2021 indicated the left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. This report is for the right-sided prosthesis.